Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported by the customer difficulty the past few times seeing her needle tip but this time was worse. States that she had to stick the pediatric patient more than once because she couldn't see her needle tip. Stated she stopped the procedure and switched machines, no difficulty after switching machines and was able to successfully place the line.